Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 wherein the system was explanted due to patient no longer having pain. There is no alleged malfunction; therefore, the device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention in (B)(6) 2025 wherein the entire system was explanted due to an unknown reason at this time.